Manufacturer narrative:
(B)(4). The customer reported artifact when attempting to acquire a 12 lead ECG. There was no reported adverse pt impact. Philips evaluated the device and no trouble was found. After passing all performance assurance testing, the device was returned to use. We were not able to confirm the reported failure. Because the problem could not be recreated, the cause could not be determined.

Event description:
The customer reported artifact when attempting to acquire a 12 lead ECG. There was no reported adverse pt impact.